Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 110 mg/dl. The customer will continue to use current pump then will switch to an alternate method of insulin therapy.